Event description:
Allograft heart valve was implanted in pt on 4/22/97. Pt was weaned from bypass, decannulated and was stable. Pt became hypertensive with a systolic reading of 230/. Bleeding at the operative site was noted. Pt was put back on bypass. Bleeding was seen coming from the posterior side of the conduit where a linear tear was noted. The surgeon replaced the conduit material. The valve portion of the allograft remained implanted in pt. The pt was stabilized.